Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system or insulin was squirt out during manual prime. Customer states that drive support cap was protruded or flush or sticking out. The customer¿s blood glucose level was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to back up plan per health care provider instructions. The insulin pump will not be returned for analysis.